Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the patient experienced muscle stimulation and presented in clinic, during a merlin.net transmission the pulse generator exhibited backup vvi mode. After a software download the device resumed normal function.